Event description:
A patient reported blood glucose results of 98mg/dl, 168 mg/dl, 150mg/dl and 146mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.